Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was in a coma.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient couldn't have an MRI due to another implanted device. It was stated that the patient's shunts were working, and the doctors were trying to adjust both of them to get their treatment just right. They had recently experienced subdural hematomas. The doctor stated that this was caused by over-drainage of the shunt, and they were trying various settings to get him to drain properly.